Event description:
It was reported that when the package was opened, the tip of the guide wire was found to puncture the black shuck, so that the device was not used. Per follow-up information received via ibc on 26may2022, stated that the tip at the head end of the inner guidewire was poking out of the black outer skin.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this event could be, "improper material selection/geometry". As no patient involvement was reported the device was not used, however it is intended for treatment purposes. It is unknown if the device had met all relevant specifications or resulted in the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract." "Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the package was opened, the tip of the guide wire was found to puncture the black shuck, so that the device was not used. Per follow-up information received via ibc on 26may2022, stated that the tip at the head end of the inner guidewire was poking out of the black outer skin.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.